Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of above 600 mg/dl and diabetic ketoacidosis. Customer¿s bg was treated intravenously with fluids of saline and insulin and antibiotics. The customer was discharged on (B)(6) 2023 with no permanent damage. Reportedly, the customer alleged that the pump did not deliver insulin as intended. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.